Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t high sensitivity stat assay (tnt-hsst) result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial tnt-hsst result was 60 ng/l. The same patient sample was retested three times with results of 8 ng/l, 8 ng/l, and 8 ng/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The tnt-hsst reagent lot was 34588800 with an expiration date of 31-dec-2019. The customer would not provide any further information. As further information was not provided the cause of the event could not be determined. The investigation did not identify a product problem.